Event description:
Severe knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from the hcp of a (B)(6) male pt with a history of osteoarthritis, initials (B)(6), who experienced severe effusion in the knee and had to undergo surgery after receiving synvisc-one. The hcp reported the following. On (B)(6) 2010, the pt received an injection of synvisc-one, lot number p10091. The concomitant medication the pt was on was arcoxia, 120mg since (B)(6) 2010. Within six hrs of receiving the synvisc-one, the pt experienced a severe effusion of the left knee. The 140ml of slightly turbid fluid was aspirated from the pt's left knee. The hcp reported that the pt had to undergo surgery (unspecified) as a treatment. According to the hcp, the event of knee effusion was "moderate" in intensity and "probably" related to the use of synvisc-one in the pt. The outcome of the pt at the time of this report was "not yet recovered". On (B)(4) 2010, add'l info was received in the form of qa results with a lot number. The production and quality control documentation for lot # p10091, with expiration date, 02/2013 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot# p10091, with expiration date, 03/2013 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.